Event description:
It was reported that the syringe 5ml ls 21x1-1/2 an emerald experienced no label or missing label information. The following information was provided by the initial reporter: because I have three boxes of bd emerald 21g 40mm 5ml 10 6567682 syringes for which there is a printing defect on the label. Two boxes have no printing and the third one has a misprint and therefore the batch number and expiry date are not written on it. One box is part of our agency stock and two boxes are from a customer return to whom we sold them.

Manufacturer narrative:
Investigation summary: a device history record review was completed for the potential lot number captured within the provided picture, 1912136. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, one shelf carton presented no printed information and another shelf carton had the information, but it was displaced. It has been determined that this incident resulted during the label printing process. After discussing this issue with the manufacturing technicians, it was been determined that a temporary problem in the printing machine occurred and labels were not printed correctly nor were they identified by the operators. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml ls 21x1-1/2 an emerald experienced no label, or missing label information. The following information was provided by the initial reporter: because I have three boxes of bd emerald 21g 40mm 5ml 10 6567682 syringes for which there is a printing defect on the label. Two boxes have no printing and the third one has a misprint, and therefore, the batch number and expiry date are not written on it. One box is part of our agency stock and two boxes are from a customer return to whom we sold them.